Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated utilizing control test strips. Meter powered on with button depression, test strip insertion, and insertion of cal bar. Meter was observed to power off with button depression and removal of test strip. Three control solution assays: 223, 231 and 213 were performed and the meter was connected to a pc with a serial data cable. Glucose log was downloaded and compared with meter glucose history. Did not observe incorrect data in memory. The complaints are not confirmed.

Event description:
Customer reported his adc blood glucose meter produced the same unspecified reading every time he attempted to test, and stated his meter would not power off. Customer additionally reported he self-injected glucagon as a result of this issue. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.